Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between may 19, 2023, and may 22, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large volume infusor. After the 24 hour infusion, it was observed that all the medication remained inside the infusor and had not been delivered to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.